Event description:
This event was reported as valve explanted after 5 mo due to central jet, aortic insufficiency & prolapsed leaflet. Hosp keeping valve in risk mgmt and it's unlikely that valve will be returned. No further info was provided.